Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unknown date, the patient started treatment with vancomycin (1 g; route, frequency, and duration not reported) and fortum (1 g; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies was not reported. At the time of this report, the patient's effluent is clear and has recovered from the peritonitis event. No additional information is available.